Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. As received, the electrode belt was found to have a damaged connector. The connector locking nut was cracked and did not securely hold the electrode belt in place. The root cause of the connector damage cannot be positively identified but likely resulted from the application of excessive force during belt attachment/removal. Once the trunk cable was replaced, the belt was fully functional. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.

Event description:
The territory manager (tm) of a (B)(6) male pt contacted zoll lifecor customer support service to report that the pt's electrode belt connector was broken. The pt was provided with a replacement electrode belt.